Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of the device showing error 1660. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor and microprocessor unit (mpu) board were found. The primary cause of the problem was a defective mpu board and dso sensor, and they were both replaced to fix the issue.

Event description:
It was reported that the device is for repair. The results of the investigation found a defective downstream occlusion (dso) sensor and microprocessor unit board. There was unknown patient involvement.